Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon encountered a recoverable error related to the use of an endowrist one vessel sealer instrument. A review of the site's system logs revealed that a system error code 32001 occurred one time during the surgical procedure. A system error code 32001 is a recoverable fault that indicates that the cutting blade of the vessel sealer instrument cannot be retracted and may be exposed. According to the system logs, the surgical staff was able to immediately recover from the fault. On 12/22/2014, intuitive surgical, inc. (Isi) contacted the surgeon and obtained additional information regarding the reported event. Towards the finally 1/3 of the case, the surgeon attempted to ligate the left middle iliac artery using the endowrist one vessel sealer instrument. When the surgeon closed the jaws of the instrument on the vessel, the surgical staff encountered the recoverable error code indicating that the instrument's blade was exposed. The surgeon opened the jaws of the instrument and observed brisk bright red bleeding. After attempts were unsuccessfully made to gain sufficient vision with a suctioning device, the surgeon made the decision to convert to a laparotomy to stop the bleeding. The surgeon was able to immediately stop the bleeding using an enseal device. The surgeon then completed the low anterior resection procedure via open surgery. According to the surgeon, the patient did not experience any post-operative complications.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root causes of the customer reported failure mode of a recoverable exposed blade message and intra-operative complication cannot be determined. A recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2014 revealed that a system error code 32001 occurred one time during the surgical procedure and was immediately recovered. When an error code 32001 occurs, the vessel sealer user manual instructs the user to: 1) on the touchpad, press recover, or on the touchscreen press recover fault. 2) straighten the instrument wrist and close the jaws under endoscopic visualization (even if the blade is exposed), and carefully remove the instrument from the cannula. 3) use the thumbwheel to open the instrument jaws, and check if the blade is exposed. A) if the blade is exposed, install the replacement instrument and contact intuitive surgical technical support. B) if the blade is not exposed, the instrument can be re-installed onto the instrument arm. Three minutes after the error occurred and was recovered, the system logs reveal that the vessel sealer instrument was replaced with another vessel sealer instrument. No other related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative complication. This complaint is being reported due to the following conclusion: the patient sustained a vessel injury while undergoing a da vinci surgical procedure that required additional medical intervention in order to stop bleeding that ensued. However, at this time, the cause of the patient's intra-operative injury is unknown.

Manufacturer narrative:
Device evaluation information: in relation to the reported event, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) on 01/23/2015 with the following event description: during procedure, vessel sealer was being used. The vessel sealer reportedly registered a recoverable fault message immediately followed by arterial bleeding. Case was converted to an open case. Bleeding was controlled. What was the original intended procedure? Bowel resection low anterior robotic device usage problem: device malfunction - that is the device did not do what it was supposed to do. The endowrist one vessel sealer instrument was returned to isi and evaluated. Upon visual inspection, the instrument's blade was found to be dislodged between the grips. An instrument self-test would not pass and the instrument would not engage. The blade cable and blade were not bent. The instrument passed a self-test with no error messages after the blade was re-seated. The instrument passed electrical continuity testing. The failure analysis finding of an exposed blade does not meet the criteria of a reportable event. A recurrence of the observed failure mode of an exposed blade is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient sustained a vessel injury while undergoing a da vinci surgical procedure that required additional medical intervention in order to stop bleeding that ensued. However, at this time, the cause of the patient's intra-operative injury is unknown.